Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient was admitted to the hospital after passing out. Upon interrogation of the device, several noise reversion episodes were noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.